Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb). The backlight inverter pcb and the software were upgraded. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.